Manufacturer narrative:
(B)(4).

Event description:
It was further reported that after the 2.75x32mm promus element¿ plus stent was deployed, a nc balloon catheter was advanced for post dilation and contributed to the stent deformation. As the left anterior descending artery was occluded, the 1st diagonal artery was treated with a 2.50x20mm promus element plus drug eluting stent and the flow was established from timi 2 flow.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent thrombosis occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 28x2.6mm, de novo, concentric target lesion was located in the non-calcified and mildly tortuous left circumflex (lcx) artery. After pre-dilatation was performed, a 2.75x32mm promus element¿ plus stent was deployed and was noted to be well positioned and well apposed in the target lesion. However, during the procedure proximal stent damage was observed resulting in stent thrombosis in the mid segment. Suction was performed to treat the thrombus. The physician then placed a 2.50x12mm non-bsc stent to treat the thrombotic mid segment, implanted another non-bsc stent in the deformed area of the 2.75x32mm promus element¿ plus stent and another 2.50x20mm promus element¿ plus stent was implanted to establish the blood flow in the branch. The procedure was then completed. No further patient complications were reported. Patient's status was stable and was discharged on antiplatelet medication.